Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left coronary artery. A 2.75 x 20 synergy(tm) drug-eluting stent was advanced for a t-stenting and small protrusion (tap-stenting) technique but failed to cross the lesion and the stent struts crumbled. No patient complications were reported.